Event description:
It was reported that the user¿s grandchildren accessed the ilet insulin pump and damaged the display screen, after which the user could not operate the pump. Symptoms included no injury or clinical effects. Outcomes included no interruption to medical care and no need for medical intervention. Investigation included a review of the reported event and assessment for physical damage to the user interface. Investigation of this case revealed physical damage to the device display caused by external impact, consistent with user environment damage. It was concluded that the event was caused by accidental damage and not by a device malfunction.